Event description:
The customer reported a "bad smell" coming from the unit. Upon arrival, the asp field service engineer (fse) found the customer reporting a "haze" in the room. The fse found the "oil filter smoking". The customer reported burning eyes and throat. The customer reported that she did not see a dr or require treatment. The fse repaired the unit.

Manufacturer narrative:
The fse replaced on oil mist filter. The system performed to specification.